Event description:
The customer called and reported she was hospitalized for a cause unrelated to diabetes when her blood glucose went low to 23 mg/dl. She was treated with a glucagon shot and glucose drink. Troubleshooting was performed. The drive support cap on the insulin pump appeared normal. The reservoir was showing more insulin than what was shown on the status screen. The customer stated the insulin pump had fallen on the floor recently. The displacement test was performed and passed. The customer's blood glucose at the time of this report was unknown. She did not recall the date of hospitalization. Customer was advised to speak with healthcare provider. The device will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.